Manufacturer narrative:
The lead remains implanted at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was suspected to have caused a perforation leading to a pericardial effusion. The following physician reported he was informed the patient allegedly experienced tachycardia and a pericardial effusion was confirmed via an echocardiogram. The physician stated the perforation was presumed, but he was informed the patient underwent a pericardial tap. The patient's daughter stated he experienced multiple pleural effusions and other pericardial taps were performed as treatment. The patient was scheduled an appointment with the following physician, but failed to show up. No additional adverse patient effects were reported.